Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, following exposure to water. Customer's blood glucose was not known at time of the incident. At time of this report, customer's last blood glucose was 188 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and intermittent button response due to corroded keypad traces. No moisture damage was found on the motor, battery tube or vibrator assembly. However, moisture damage was found on the electronic assembly during visual inspection. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube.